Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that since implant, the personal therapy manager (ptm) application was extremely slow and it took about 10 min to connect to the pump when they requested a bolus. Agent reviewed data and how to clear data. They were able to connect to the pump with no lag and would call back if they needed further assistance.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was extremely slow, and they had called in before and they walked her through some kind of process, and it speeded up the machine. The patient stated that she was calling back because it was slow again. The patient services assisted the patient clearing the data and the patient was able to connect to the pump very fast. The patient service recommended the patient monitor the device and call back if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the patient¿s lag issue was ongoing/recurring. When connecting to the myptm it was running slow because it lagged at 90%. The patient wanted to go through clearing the data. During the call the agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to myptm app. The patient would call back if the issue persisted.